Event description:
It was reported from (B)(6) by medical staff that a patient experienced the controller changing power ports while ambulating outside of the outpatient center. The controller was exchanged; there were no reported clinical consequences or impact to the patient. All batteries were also exchanged from facility stock. No additional information was provided. This is report 3 of 3.

Manufacturer narrative:
Log file analysis reviewed on (B)(4) 2015: (B)(4) - normal power consumption; 4 low flow alarms have been logged since (B)(4) 2015. The current low flow alarm limit is set to 2.5 lpm. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is three of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.

Manufacturer narrative:
The returned batteries ((B)(4)) passed external visual inspection and functional testing. During the review of the log files revealed occurrences of premature switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the batteries performs as per specification. The returned battery ((B)(4)) passed external visual inspection and failed functional testing. During ti testing, the battery exhibited a high max error, indicative of a unit that is out of calibration. During controller log file review was found evidence of usage behavior which could cause an elevated me. Also, during the review of the log files revealed occurrences of premature switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the battery failed to perform as per specification. This is three of three reports (3007042319-2015-01022, 3007042319-2015-01023 and 3007042319-2015-01024) submitted for devices related to the same event.